Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle/cannula damaged occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction b5: describe event or problem - correction d4: catalog no - correction d4: UDI - correction g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a needle/cannula missing occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.